Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously low hemoglobin (hgb) and platelet (plt) results generated by the coulter lh 750 analyzer for one patient. Hgb result of 6.6g/dl and plt result of 110x10 to the third power cells/ul were reported out of the lab. The physician sent the patient back to the hospital ER next morning for a transfusion. At the hospital the patient was redrawn and retested. Hgb and plt results recovered higher and no transfusion was needed. The lab was contacted regarding the discrepancy in results and they pulled the original tube and retested. Hgb and plt results were very similar to the original run. Based on information provided, there was no change to patient treatment as a result of this event. However, a patient was sent to the ER and redrawn.

Manufacturer narrative:
Qc is run every shift and was within specifications before and after the event. The instrument is performing within qc specifications. Previously run patient samples were rerun to confirm accurate back to the last acceptable qc run. The specimen was collected in a 4ml vacutainer (with residual vacuum due to partial fill). The testing was performed in close vial mode. A field service engineer (fse) and hardware specialist were in the customer's lab in 2008: the fse inspected the instrument and found fluid accumulating in needle waste chamber (vc 19) with incomplete draining when a piece of tubing became unglued inside of the chamber and fell into the chamber blocking the exit port. The fse replaced the vc 19. The fse verified the instrument per protocol and placed back in service. Hardware issue addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.